Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant and explant dates. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determined the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Further info from the rptr regarding the serial number and the implant and explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."

Event description:
Allergan rep reported an alleged leak of a lap-band access port I. No details provided. F/u with surgeon's office and allergan field rep (rptr) in progress. The serial number of the device and the product return have been requested, but has not been rec'd at this time. The device was shipped and is on the way to allergan at this time.